Event description:
During insertion of the screw into the distal hole, the locking screw could not be locked. The surgeon completed the procedure by inserting another screw which locked without any problem.

Manufacturer narrative:
Investigation in progress, but not yet complete.